Event description:
It was reported that the patient was admitted into the ICU after experiencing two seizures. The physician report being suspicious of vns function. No additional relevant information has been received to date. No known additional intervention has occurred to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the system was found to be functioning normally and seizure rate was not increased above pre-vns levels.

Event description:
It was reported that the patient's diagnostics were within normal limits after the patient was hospitalized for her seizures. Reportedly, the patient's seizures have been dramatically reduced since vns implant. No additional relevant information has been received to date.